Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event occurred on an unspecified date involved a check valve with male/female luer lock where it was reported that during the placement of the valve onto the patient, after some time blood came out of the valve, on the patient's hand. No profound cuts, holes or inconsistencies in the valve, and the problem occurred in the past two weeks ago including several valves. There was patient involvement, and unknown harm reported.